Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and vomiting. The cause of the event was not reported. It was reported that the patient was not hospitalized but instead the patient went to the clinic. The patient was treated with unspecified drug for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.